Event description:
During an implant attempt of the subject device, fixation function was reportedly irregular. Another lead was subsequently implanted instead.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.